Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis,high blood glucose, nausea, vomiting, abdominal pain, difficulty breathing on (B)(6) 2021 with blood glucose reading was 489 mg/dl. Customer blood glucose reading was 300 mg/dl to 600 mg/dl. Customer was treated with insulin pump and manual injection as well as intravenous drip at the time of hospitalization. Customer also reported that insulin pump had broken retainer ring and reservoir was able to lock in place. Customer refused to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.